Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was being treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = > 5000 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. On (B)(6) 2025, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The patient is recovering and was discharged on (B)(6) 2025. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product and/or device malfunction or deficiency.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was being treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = > 5000 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. On (B)(6) 2025, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The patient is recovering and was discharged on (B)(6) 2025. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product and/or device malfunction or deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for renal replacement therapy (rrt). The pdrn attributed causality to an unspecified touch contamination event involving poor hand washing practices. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product and/or device caused or contributed to the serious adverse events. Furthermore, there was no report of any fresenius device(s) and/or product(s) failing to meet the users¿ expectations or manufacturers¿ specifications.